Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. It was reported that the lead exhibited oversensing clinically. The physician indicated that the lead was broken at the first rib and clavicle. Subsequently, this patient underwent a revision procedure and this product was taken out of service. No further complications were reported.